Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/4/2021. H.6. Investigation: DHR analysis, batch history, verification of quality notifications and maintenance records were carried out to investigate the root cause. No records were filed that were potentially related to the reported incident. Through the analysis of the samples sent by the customer, it was possible to observe black spots on the tip of the syringe. The black spots present on the tip of the syringe are marking ink. The probable root cause for the incident was the leakage of ink from the reservoir during the passage of the syringes through the conveyor. H3 other text : see h.10.

Event description:
It was reported that 29 syringe plastipak 1ml insulin s/su had foreign matter before use. The following was reported by the initial reporter: "we received 1ml syringes with black stains on or near the tip."

Manufacturer narrative:
" Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 29 syringe plastipak 1ml insulin s/su had foreign matter before use. The following was reported by the initial reporter: "we received 1ml syringes with black stains on or near the tip."